Manufacturer narrative:
The country of origin is (B)(6). Previous calibration and qc tests had acceptable results. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable ggt-2 -glutamyltransferase ver.2 - standardized against szasz results from the cobas 8000 c (701) module serial number (B)(4). The initial result was 120 u/l. The test was repeated with an invalid result. The sample was repeated at another laboratory on a siemens analyzer on aliquot with a result of 32 u/l. The customer has kept the frozen serum and on (B)(6) 2020 the sample was rerun twice with invalid results. The questionable results were not reported outside the laboratory.